Event description:
A 26mm x 15mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft and two iliac limb grafts were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2000. The pt was noted to be a high-risk surgical candidate due to many risk factors such as previous cva's. Following successful deployment of the bifurcated stent graft, angiography revealed a significant endoleak surrounding the left limb of the graft. Angioplasty was performed using a 12mm balloon. Kissing angioplasty balloon inflations were then performed on the body of the device using 10mm and 12mm balloons. Follow up angiogram revealed an endoleak arising from the left limb of the graft. In the intensive care unit the pt developed an abdominal wall hematoma requiring a blood transfusion. It was felt that the hematoma might have occurred due to the pt developing thrombocytopenia. After the thrombocytopenia was resolved, the pt did not have any further problems with bleeding. The vascular procedure was considered successful; however, the pt remained hospitalized in the critical care unit due to respiratory problems associated with aspiration from the previous strokes. There is no additional sequelae reported relative to the event and there is no further info available from the user facility. Device history revealed n0 issues relevant to the complaint. Separate medwatch reports submitted for each iliac limb device involved in this incident.